Manufacturer narrative:
Product complaint (B)(4) complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7273308) became impeded in the hub of a prowler select plus (606s255x,30763619) microcatheter and the delivery wire of the stent was not able to advance any more. After several attempts, the physician observed the stent body was separated from the delivery wire (stent body was not connected to the delivery wire). A new stent was switched to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional information received indicated that the microcatheter (mc) was not removed with the stent causing loss of cerebral target position. The same mc was used to complete the procedure with the replaced 4.5mm x 28mm stent. The introducer was fully seated and secured in the hub. The resistance was felt in the distal tip of the device. No other devices were used with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Delivery wire impeded in microcatheter with no loss of cerebral target and stent premature deployment are a known potential product failure associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the events remains speculative and inconclusive, based on the minimal information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. The IFU instructs to advance the delivery wire to transfer the stent from the introducer into the infusion catheter. Warns that the delivery wire should not be torqued to gain access into the aneurysm. Continue advancing the delivery wire into the infusion catheter until the distal edge of the delivery wire reference marker (150 cm from the delivery wire distal tip) enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician¿s discretion. Warns to not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 05-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit and it was not returned for evaluation. The delivery wire and the introducer were inspected; no appearance of damage was observed. The delivery wire was inspected under the microscope. Under magnification, no abnormalities were observed on it (i.e., no kinks, bends, or elongations). The distance between the delivery wire tip and reference marker, as well as the retraction bump diameter, were measured and they were confirmed to be within specifications. The issue documented that the stent became impeded in the microcatheter cannot be evaluated through functional testing since the stent must be still inside the introducer tube to perform the functional analysis. However, based on the detachment condition of the stent the issue reported regarding a stent released in the microcatheter was confirmed. Is suggested that the stent got detached inadvertently from the unit during the device's removal. The complaint documented that several attempts were made to try to advance the device; it is possible that the delivery wire had been pulled sufficiently to disengage it from the stent during the removal. Since the microcatheter was not replaced, the stent detachment may likely have occurred once the stent was outside of the microcatheter, or it may have deemed the microcatheter unusable. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. However, with the limited information available and the lack of components returned, no further evaluation could be conducted. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent component might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7273308. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7273308) became impeded in the hub of a prowler select plus (606s255x,30763619) microcatheter and the delivery wire of the stent was not able to advance any more. After several attempts, the physician observed the stent body was separated from the delivery wire (stent body was not connected to the delivery wire). A new stent was switched to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional information received indicated that the microcatheter (mc) was not removed with the stent causing loss of cerebral target position. The same mc was used to complete the procedure with the replaced 4.5mm x 28mm stent. The introducer was fully seated and secured in the hub. The resistance was felt in the distal tip of the device. No other devices were used with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event.